Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 15th oct 2025, it was reported by an arthrex's employee via an email that for 3 units of ar-4501, meniscal cinch¿ ii, both implants were set properly but the suture broke when using the knot pusher. Another two new ar-4501 were opened but the same issue happened again. This was detected during a meniscus repair surgery on (B)(6) 2025. The procedure was completed successfully by using another brand product. There were no patient harm or secondary procedure needed. Please note: this case was created because the original case (B)(4) encountered system issues during the update process. As a result, it voided the original case, and a new case (B)(4) was created.

Manufacturer narrative:
The complaint allegation was confirmed. One unpackaged ar-4501 meniscal cinch¿ ii batch number 15255251 was received for evaluation. Visual inspection revealed that the pushrod was bent and damaged within the handle, resulting in deformation of the handle¿s internal mechanism. After the depth stop was removed, it was observed that the cannula was fractured at the distal tip, with the separated fragment lodged inside the depth stop. The remaining section of the cannula shaft exhibited a pronounced bend, indicative of the application of excessive force. The sutures and anchors were not returned for evaluation. The most likely cause of the reported and observed device failure is user error, including the application of excessive side-loaded force, prying or levering of the device, incorrect surgical technique, and excessive manual force during deployment. A functional test was not performed due to the device's physical damage. Directions for use dfu-0156-eo at revision 0. Arthrex suture retention devices g. Precautions 3. The depth stop should be used to avoid piercing structures peripheral to the capsule. 4. Particular attention should be paid to excessive manually applied forces when deploying the device to avoid over-deployment. 5. Do not bend the device cannula. 6. Excessive movement of the device between deploying implant #1 and implant #2 can disrupt the deployment mechanism. 10. Meniscal cinch device only: if resistance is felt during implant deployment, advance trocar to depth stop and rotate trocars back and forth with controlled pressure. This is to avoid damaging implants. Meniscal cinch device only: to avoid premature tension to construct do not pull external suture before releasing trocar #2. According to the surgical technique. Meniscal cinch ii technique. 4a. Advance the button completely to deploy the first implant. 4b. Retract the button until it locks in place flush with the adjacent button. 5. Advance the second implant into the needle tip by pushing the second button forward to the raised indicator. Note: rotating the needle slot away from the first implant and penetrating the meniscus can sever the suture. 6a. Advance the needle through the meniscus by pushing the entire handpiece forward until the desired depth is reached. Advance the button past the indicator to the end point to deploy the second implant. 6b. Retract the button until it locks in place flush with the adjacent button. The complaint allegation was confirmed upon evaluation of the returned device and the damage observed.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint devices were not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional field information, arthrex was able to determine the most likely cause. The most likely cause of the reported and observed device failure is user error, including incorrect surgical technique and excessive manual force applied during deployment. The complaint allegation was confirmed based on the customer¿s attached picture, which showed three ar-4501 meniscal cinch ii devices. One device had a cannula bent at the tip with sutures still attached to the cannula. Additionally, two other devices had deploy buttons that were incorrectly retracted and not flush with the back of the handle, indicating a possible bent pushrod inside the handle, likely due to improper surgical technique.